Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Display shows that the pump is running but it is not. Biomed stated that pt was probably ok. Form the biomed's service ticket: pump looked like it was pumping and it was not/shown on display/shrill beeping noise/no error message on screen/labor and delivery dept/continuous therapy.